Event description:
During the implant procedure, while using the inspire tunneler, the surgeon accidentally nicked some vessels at the neck incision, causing the patient to experience bleeding. Surgeon located the bleeding, tied off the bleeding vessels, and used cautery to achieve hemostasis. This resolved the issue.